Manufacturer narrative:
A product investigation is in progress.

Event description:
Cotton was hard to get out, retained tampon- vagina [foreign body in reproductive tract]. Whole string came right out [device breakage]. Went to remove tampon, string came out...very hard to get out without the string [complication of device removal]. Case narrative: consumer reported via e-mail that string came out of tampon. No serious injury reported.

Event description:
Cotton was hard to get out, retained tampon- vagina [foreign body in reproductive tract] whole string came right out [device breakage] went to remove tampon, string came out...very hard to get out without the string [complication of device removal] case narrative: consumer reported via e-mail that string came out of tampon. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.